Manufacturer narrative:
E1 (facility name): (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device displayed blurred images. The issue was found during preparation for a diagnostic resectoscope procedure that was completed using the same set of equipment. There were no reports of patient harm.

Event description:
It was reported that the subject device displayed blurred images. The issue was found during preparation for a diagnostic resectoscope procedure that was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. Device evaluation found a defective ccd. Additionally, device evaluation found a rust on the adapter. Based on the results of the investigation, ccd is defective and cannot communicate properly, which likely to have caused the blurred images. However, a definitive root cause of the phenomenon cannot be conclusively identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.